Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the clinic for an ischemic vt ablation. It was noted that the device began to pace during radio frequency application on the lv septal wall. Undersensing was noted as well. The issue did not occur when radio frequency was applied to the lv posterior wall. Patient was stable before, during and after the procedure.